Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the iabp fault logs and noted multiple "leak in iab circuit" alarms logged but was unable to duplicate the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.